Event description:
It was reported that a spectrum pump failed downstream occlusion test. This occurred during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, the reported issue was reproduced. The device was tested for downstream occlusion sensor and failed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification downstream sensor value. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.